Event description:
This ra lead was implanted on (B)(6)2011. A call to technical services on 1/24/12 states that the patient complained of diaphragmatic stimulation. One month after implant patient, was diagnosed with atrial dps and was asymptomatic until 3 months ago. All other lead diagnostics normal. Progamming changes were made to mitigate dps from atrium. Will be programming aair. Working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).